Event description:
An olympus employee reported on behalf of a customer, the endoeye flex deflectable videoscope displayed a bad image with angulation operation, and the tip was leaking. The event occurred during preparation for use. The unspecified therapeutic procedure was completed using a replacement device, without any delays. There was no report of user or patient harm associated with this event. During incoming inspection, due to a cut on charge coupled device cable, image noise occurred, and the image could not be displayed. Also, the electrical contact of video plug section was shaved, image noise occurred, and the image could not be displayed. This medwatch is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations of bad image with angulation and tip leaking were not confirmed. In addition to evaluation in b5, due to a pinhole on bending section cover, water tightness was lost. Due to damage on charge coupled unit, a noise image occurred. Because the electrical contact of video connector was shaved, a noise image occurred. Due to damage on insertion pipe, insulation resistance value did not meet the standard value. The adhesive on bending section cover had a chip. The video connector had a scratch. Due to damage on lock engagement lever, bending section could not be fixed firmly. The control unit had a scratch. The grip had a scratch. The angulation lever had a scratch. The up/down plate had a scratch. The right/left plate had a scratch. The switch button 1 had a scratch. The right/left lever had a scratch. The protector of universal cord on control section side had a scratch. The protector of the video cable section had a scratch. The light guide cover glass had a scratch. The light guide connector had a scratch. The video connector case had a scratch. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause could not be determined. The reported problem was likely caused by damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (integrated circuit chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The operation manual provides the following: inspection of the endoscopic image ¿confirm that the (white light) wli and (narrow band imaging) nbi endoscopic images are normal. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.